Manufacturer narrative:
Lead model 3777, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk, recharger model 37752, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk, lead model 3777, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk, patient programmer model 37743,serial # (B)(4), implanted: na, explanted: na.

Event description:
It was reported that an overdischarge took place due to patient compliance. The patient was in the hospital for about a month and did not recharge. The patient could not adjust stimulation. Use of the antenna locator resulted in a power on reset (por) being displayed which then lead to the normal recharging screen. The patient was then able to feel stimulation.